Event description:
A us distributor contacted zoll to report that a patient developed a irritation under the lifevest equipment. Patient described the area as itchy .there was no alleged device malfunction contributing to the irritation. It's unclear if the physician assistant who spoke with support services, applied any creams or ointments to the skin irritation. Reporting out of the abundance of caution. Outcome of the irritation is unknown as patient ended use.

Manufacturer narrative:
Not applicable.